Event description:
Patient was interrogated to have high impedance. Xray image of the generator was reviewed. Lead connector pin was observed to be past the second connector block. Due to scope and quality of the image, the lead wire continuity was unable to be assessed at the connector pin; however, the lead was observed to be coiled up near the lead connector pin. No fractures or sharp angles were observed in the image, however only a small portion of the lead near the generator could be observed due to the scope of the image. Note that the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images. No known surgery has occurred to date. No additional relevant information has been received.